Event description:
An employee lifted the sharps collector and was injured by a needle protruding through the corner wall, about half way up the container. The container was only about half full. It is possibly a 20 to 22 gauge biopsy needle.